Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 27-feb-2023. H6: investigation summary: seventy-four samples and two photos were provided to our quality team for investigation. A visual inspection was performed, and no defects or imperfections were observed on received samples. Upon examination of the returned photos, it was observed that some excessive amount of transparent liquid accumulated on top of the stopper inside the syringe. Based on the photos the amount of observed silicone was non-conforming per product specification. Potential root cause for the excess silicone defects is associated with the assembly process. These defects are occurring below an expected rate so no corrective actions will be made at this time. A device history record review was completed for provided lot number 2221955. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.

Event description:
It was reported that a viscous, transparent liquid was observed on the plunger of the bd plastipak¿ luer-lok¿ tip syringe. The following information was provided by the initial reporter, translated from german: "there is liquid inside the syringe in several syringes of this batch, especially on the plunger. It is a transparent and viscous liquid that draws threads when the plunger is moved...with the new batch, we also noticed that there is liquid inside the tips of several syringes. Especially on the plunger, you can observe a viscous, transparent liquid that pulls threads when you move the plunger."

Event description:
It was reported that a viscous, transparent liquid was observed on the plunger of the bd plastipak¿ luer-lok¿ tip syringe. The following information was provided by the initial reporter, translated from german: "there is liquid inside the syringe in several syringes of this batch, especially on the plunger. It is a transparent and viscous liquid that draws threads when the plunger is moved... With the new batch, we also noticed that there is liquid inside the tips of several syringes. Especially on the plunger, you can observe a viscous, transparent liquid that pulls threads when you move the plunger."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.